Manufacturer narrative:
The reported event could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 29mm masters series mechanical valve was implanted in the mitral position. Per report, the patient died of an unknown cause on an unknown date. Despite efforts to obtain additional information from the physician, no further details were provided.